Event description:
Related manufacturer reference number: 1627487-2024-12798, 1627487-2024-12799. It was reported patient's l1 drg leads had migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted while leads were partially removed to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.